Event description:
One touch ultra test strips were peeling. Patient did not have any symptoms during the time of concern. Patient obtained a "294 mg/dl" and "270 mg/dl" on meter and a "261 mg/dl" on a physicians meter. Patient reported that they took oral medication following the use of their meter. No other treatment was received. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the test strips malfunctioned and that the event meets the criteria for medical device reportable. Patient's test strips were replaced.